Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a "no disposable" alarm went off in the middle of an infusion with a smiths medical cadd cassette reservoir. There was no patient injury.